Event description:
Involved components ae-qas-h548-01-collect. No. Qas acetab. Cups biolox..

Manufacturer narrative:
Investigation results: visual investigation: an unbroken ceramic insert fixated in a metal cup, four large and a multitude of small fragments of a ceramic femoral head were submitted. Insert: reconstruction: the insert is not broken. Metal transfer: metal transfer of erratic appearance can be found on the inner sphere of the insert. This secondary metal transfer was probably produced by rubbing between metal parts and the ceramic insert after the primary fracture event of the femoral head or due to surgical procedures. Thus, it does not provide any information about the cause of the fracture. Additionally, breakouts on the surface can be found on the rim. The occurrence of these breakouts is probably a consequence of recurring contacts with the metal stem and the fragments of the insert after the primary fracture event. In case of a symmetrical taper fit situation between the ceramic insert and the metal cup, metal transfer patterns (primary metal transfer) are expected over the whole circumference in region g/h of the insert. Due to that fact, that the insert is currently fixated in the metal cup the primary metal transfer cannot be evaluated. Metal abrasion: on the polished surface of the insert an area of extensive metal abrasion can be found. The occurrence of this abrasion is a consequence of an intensive contact with the metal stem after the primary fracture event of the femoral head. Femoral head: density: the density was determined on the fragments of the femoral head. The measured density complies with the delivery specification for biolox® components ( > 3.96 g/cm3). Since destructive analysis was not permitted, the mean grain size could not be determined. Reconstruction: the ceramic femoral head cannot be completely reconstructed from the delivered fragments. There are fragments missing which could potentially yield further information if they were available. Therefore, the analysis of the fragments and the fracture surfaces remains technically incomplete. Metal transfer: there are metal transfer patterns of erratic appearance on the polished surface and on the fracture surfaces. This secondary metal transfer was probably produced by chafing between the metal parts and the ceramic fragments after the primary fracture event and during the surgical procedures. Such patterns do not provide any information about the cause of the fracture. In case of a symmetrical taper fit between the ceramic femoral head and the metal taper, thin concentric lines (primary metal transfer) are expected over the whole circumference in the region c (see appendix). The expected primary metal transfer can be found with varying intensity on the cone of the femoral head. Additionally, metal transfer can be found in region d/e. However, it cannot be determined whether this metal transfer occurred prior to or after the primary fracture event. Fracture surfaces: obviously, fragments were chafing against each other in the period between the primary failure event and the delivery of the fragments to ceramtec. Due to this mechanism, intensive chipping occurred at fracture surface edges and on the fracture surfaces. Therefore, further information probably was lost which may have been helpful in the failure analysis. If the primary fracture event is caused by hoop stresses inside the conical bore of the ceramic femoral head, the primary fracture surface coincides with the femoral head axis. Additionally, its appearance is very smooth and flat. Due to the referenced secondary damage and missing fragments the primary fractures surface and the fracture origin cannot be determined. Increased wear: on the polished surface of the femoral head and on the inner sphere of the insert a clearly restricted area with increased wear can be found. However, it cannot be ascertained whether these areas were generated by microseparation/ edge loading prior to the fracture or caused by ceramic fragments and third-body-wear after the fracture event. Metal cup: on the rim of the metal cup scratches can be found. These scratches were potentially generated during the revision surgery. The metal cup does not provide any indication regarding a possible cause for the failure of the femoral head. Batch history review: due to the fact that neither an article number nor a lot number was provided, a review of the device history records must remain incomplete. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap ag that a ceramic head (part # unknown) was implanted during a primary procedure performed on (B)(6) 2013. According to the complainant, the ceramic head fractured on (B)(6) 2021. The patient underwent a revision procedure on (B)(6) 2021. The complaint device was returned to the manufacturer for evaluation. Although requested, additional information has not been made available. The adverse event / malfunction is filed under aag reference (B)(4). Involved components: ae-qas-h548-01-collect.no.qas acetab.cups biolox. Patient height:172 centimeters (cm).